Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had hardware low level failures alarm. The blood glucose was 80 mg/dl at the time of the incident. Customer reported that, the auto mode shield was not displayed on the home screen. Blood glucose value used for calibration was 167 mg/dl. Ran a self test, got a hardware low level failures alarm. Customer was able to complete pump rewind. Error table does not indicate the pump should be replaced. Did self test which did not pass. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no unexpected pump error 63 alarm during testing. However, pump error 63 alarm, variable 3, is located in the formatted history file due to cold solder joints of the keypad assembly. The insulin pump was received with scratched case, cracked select button keypad overlay, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.